Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 421 mg/dl at the time of the incident. The customer treated with correction bolus. The customer also reported no delivery alarms. The customer reported event to be resolved by complete set change. The reservoir will be returned for analysis.